Event description:
The implant card reported that the patient had generator replacement on (B)(6) 2013 due to battery depletion at near end of service condition.

Event description:
The patient was referred for generator replacement surgery. The surgery scheduler initially reported on (B)(6) 2013 that the surgeon reported the reason for referral for generator replacement was due to ¿failing vagus nerve stimulator generator.¿ surgery occurred as scheduled on (B)(6) 2013. The explant hospital does not return explanted devices. The hospital discards the products in surgery. Follow-up with the treating neurologist¿s office revealed that the reason for generator replacement was end of service with near end of service battery status observed. No device malfunction was suspected. Clinic notes dated (B)(6) 2013, indicated that the patient had experienced a recent increase in seizures and the generator was near the end of battery life. Therefore, the patient was referred for generator replacement. The patient¿s magnet pulse width was decreased from 500usec to 250usec due to pain with magnet activation (present for six months) which helped made the patient more comfortable. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Review of manufacturing records was performed. Review of the generator manufacturing history records confirmed all quality tests were passed prior to distribution.

Event description:
Additional information was later received from the physician¿s office on (B)(6) 2013 reporting that the patient¿s increased seizures prior to generator replacement on (B)(6) 2013 were unrelated to vns, as the patient has never been ¿under control.¿ the patient¿s seizures however have improved since surgery.